Event description:
The customer reported seeing a double image while using their ic9-rs diagnostic ultrasound probe to ge healthcare. It was concluded the ic9-rs diagnostic ultrasound probe was identified as having a component malfunction described in us-FDA recall no. Z-0865-2024 initiated by ge healthcare on 29-dec-2023. The probe was in use and there was no impact to the patient.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. A1, patient information not provided due to country privacy laws. Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023.â the us-FDA recall number is z-0865-2024.â customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. â ge healthcare has determined the cause of the malfunctioning probe to be a probe component. To correct this issue, ge healthcare will replace the probe upon completion of the field action at this site.